Event description:
Patient presented to the physician with a lump at the neck incision site from the lead wires and pain at the ipg site following weight loss. Physician brought the patient into the or and removed the entire inspire system.